Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-mar-2026, a sales representative reported via email that an ar-1288qai-90 all-inside quadlink kit experienced a fibertag tightrope failure. The issue was identified during an acl reconstruction procedure on (B)(6) 2026. There was no reported patient harm, and the surgery was completed. Additional information was received on 11-mar-2026: the issue occurred inside the patient during graft tensioning into the femoral tunnel. As tension was applied, the suture frayed and ripped off the metal button, resulting in failure of the device. All detached fragments were accounted for and retrieved from the patient during the procedure. The case was completed using an ar-1588btb-ib tightrope ii btb. The incident caused a brief delay of approximately 5¿10 minutes, and no additional anesthesia was administered.